Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure with mesh on (B)(6) 2006 and tvt being implanted. It was reported that the patient underwent removal of the previously implanted mesh on (B)(6) 2012. It was reported that the patient experienced painful intercourse, extrusion, vaginal scarring, and pelvic pain. No additional information was reported.".